Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 29-dec-2020. The most recent information was received on 08-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one essure micro-insert broke during removal procedure') and urticaria chronic ('chronic urticaria') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the physical problem did not exist prior to insertion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced urticaria chronic (seriousness criterion medically significant), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), premature menopause ("menopause at age 36"), amnesia ("memory loss") and alopecia ("hair loss"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the urticaria chronic, arthralgia, muscular weakness, premature menopause, amnesia and alopecia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, complication of device removal, device breakage, muscular weakness, premature menopause and urticaria chronic with essure. The reporter commented: even after removal of the essure device there has been no improvement and during removal one end broke. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jan-2021: quality-safety evaluation of ptc. Based on the available information, a review of out complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm, reference number: (B)(4) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one essure micro-insert broke during removal procedure') and urticaria chronic ('chronic urticaria') in a 36-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the physical problem did not exist prior to insertion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced urticaria chronic (seriousness criterion medically significant), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), premature menopause ("menopause at age 36"), amnesia ("memory loss") and alopecia ("hair loss"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the urticaria chronic, arthralgia, muscular weakness, premature menopause, amnesia and alopecia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, complication of device removal, device breakage, muscular weakness, premature menopause and urticaria chronic with essure. The reporter commented: even after removal of the essure device there has been no improvement and during removal one end broke. Amendment: the report was amended for the following reason: nca number added. No new follow-up information was received from the reporter. Based on the available information, a review of out complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ('one essure micro-insert broke during removal procedure') and urticaria chronic ('chronic urticaria') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: the physical problem did not exist prior to insertion. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("complication of device removal"), 2 years 2 months after insertion of essure. On an unknown date, the patient experienced urticaria chronic (seriousness criterion medically significant), arthralgia ("joint pain"), muscular weakness ("muscle weakness"), premature menopause ("menopause at age (B)(6)"), amnesia ("memory loss") and alopecia ("hair loss"). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and complication of device removal outcome was unknown and the urticaria chronic, arthralgia, muscular weakness, premature menopause, amnesia and alopecia had not resolved. The reporter provided no causality assessment for alopecia, amnesia, arthralgia, complication of device removal, device breakage, muscular weakness, premature menopause and urticaria chronic with essure. The reporter commented: even after removal of the essure device there has been no improvement and during removal one end broke. Based on the available information, a review of out complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.